Manufacturer narrative:
One unknown 3i implant was returned for investigation. Visual inspection of the as returned product identified the implant was returned with its metal sleeve and cover screw. Additionally, there were signs of use and dried blood and bone on the returned device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable as the received condition of the product cannot be verified the following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant was not able to be removed from the inner package.